Event description:
It was reported that during a procedure of the marginal artery, after device preparation, the vision stent delivery system was being backloaded onto the guide wire located in the anatomy when it was noted the device was expired. The device was not used. There was no patient interaction. There was no reported adverse patient effect or a clinically significant delay in the procedure. A second vision stent was used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for device expiration issues reported from this lot. It should be noted that the multi-link vision coronary stent system instructions for use (IFU) states: note the product use by date. Based on the information reviewed, there is no indication of a product deficiency.